Event description:
It was reported that the device had a black smudge on the handle when setting up for a lap gastric bypass. Customer used a second device to complete the procedure. Device was not opened. No patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned inside of the sterile package and with an unidentified small particle at the handle. The blister and tyvek of the package were in good condition. The seals were inspected and no anomalies were found with its condition. The small particle was observed under a microscope and we were not able to make any final conclusion as to the origin of the material. Foreign matter was found in the sterile device and a material analysis will need to be performed to evaluate the material. It should be noted that during manufacturing the devices are 100% inspected and in some cases component friction can result in small shavings ejecting from the device after packaging during transit.